Manufacturer narrative:
The device was returned for evaluation and used for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows extensive wear on the metal electrodes and on the screen. One of the three electrodes is detached with signs of tissue only near the detachment area. The insulation on the shaft is scratched in multiple places and compromised. Functional evaluation revealed that the wand performed as intended and created plasma at default and maximum settings. The suction line performed as specified. The complaint was verified, but the root cause could not be determined as several factors can lead to the detachment of the electrode. The tip of the device may have come into contact with another object such as a cannula which can cause damage to the electrode and lead to detachment. Also, excessive wear of the electrodes can result from vigorous use against bony surfaces and lead to electrode detachment. The point of use may have been focused on a specific area of the electrode evident by the tissue which can lead to accelerated electrode wear and detachment. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Event description:
It was reported that the surgeon started to activate a brand-new tristar wand and a part of the active electrode (one of the three pins) came off and fell into the joint.